Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm model #: sc-4316 lot : 17825214 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the pocket site. The symptoms were swelling, redness and the incision did not fully closed. The patient underwent an explant procedure and antibiotics were given post explant. The physician thought it was best to do the explant right away and forgo pre-explant antibiotics. The physician did not believe that the infection was device related. The patient was doing well postoperatively.